Event description:
After the coil was deployed, the deltaplush cerecyte microcoil was pulled out from and pushed into the aneurysm several times. Then the coil got stuck, and it was removed together with the guiding catheter and microcatheter. When checked outside the body; the coil was detached in the microcatheter. The coil had not been connected to the cable during the procedure, so no detachment was attempted. Before this coil, one micrus coil was deployed with no problem. It was reported that a pre-deployment electrical check had not been performed.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. The end user had removed the coil from the microcatheter before returning, and the microcatheter was not returned. The coil as returned separated from the device positioning unit (dpu). The resheathing tool was advanced over the proximal end of the green introducer. The detachment fiver exhibits signs of a mechanical detachment. Copious amounts of tissue had been adhered to the windings off the ball tip. Adjacent, but proximal to where the tissue adhered, to the coil is a damaged section of coil. The proximal end of the coil exhibits compression damage. The remainder of the coil is undamaged. The most likely root cause of the coil becoming stuck during repositioning inside the aneurysm and the unintended detachment inside the microcatheter during removal was due to the coil becoming anchored. The evidence suggests that the copious amount of tissue found adhering to the distal section of the coil most likely contributed to the coil becoming stuck during repositioning and the eventual unintended detachment inside the microcatheter during removal. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. For optimum product performance and to prevent product damage, the instructions for use (IFU) recommends ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained.¿ it was observed that the resheathing tool was advanced over the proximal end of the green introducer. For optimum product performance and to prevent product damage; the IFU recommends; ¿¿using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ this MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.